Event description:
It was reported that a coracoid fracture was discovered approx 4 months post-op from an ac joint repair. The pt complained of shoulder pain post-op. An x-ray on (B)(6) 2009 was performed and then a revision surgery will be scheduled shortly thereafter. Multiple f/u communications with the reporter provided info that as of (B)(6) 2009, the second surgery for the fracture and revision of the ac joint has not yet occurred due to insurance reasons, but is still planned. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device to be explanted has been requested for eval, but has not returned due to pt's insurance issue and subsequent pending second surgery/revision surgery date, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of such an event is improper bone preparation or pt non-compliance with post-op protocol. The device surgical technique states to define the medial and lateral border at the base of the projection of the coracoid. Under direct visualization, drill the device through the midpoint of the base of the coracoid, making certain that there will be sufficient bone bridges both medially and laterally to the coracoid tunnel. To protect from advancing the device distally, place the retractor under the coracoid. No info was provided regarding pt compliance with post-op protocol. The potential causes of this event are being communicated to the event reporter. If the device is returned after explantation and add'l relevant info is obtained from the device eval, a f/u report will be submitted.